Manufacturer narrative:
The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and determined the root cause to be improper reassembly of the device following the upgrade procedure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Device not returned.

Event description:
Livanova (B)(4) received a report that damage due to wear/abrasion was identified on the wiring of a heater-cooler system 3t stirrer motor during maintenance. There was no patient involvement.